Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error image on the insulin pump¿s screen. About 30 minutes before the critical pump error, they had a warning to rewind the device but it did not do anything. The customer¿s blood glucose level was 237 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump error 40 noted in the pump history and critical pump error due to out of spec force sensor zero offset ( -22.2 mv). Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted.